Event description:
During 'slap' repair procedure, the tip of the guidewire broke off in the pt's bone and was not removed. A delay of 5-10 minutes took place. The procedure was completed with another suretac device. No pt injury or complications were noted.